Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: *were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 device not returned.

Event description:
It was reported that the patient underwent a right ear cochlear implant surgery on (B)(6) 2024. The surgery began at 7:10. After inserting the implant at 8:30, the surgeon used suture to suture the subcutaneous incision. When tying the knot, the suture broke with a slight force, affecting the surgeon's operation and prolonging the surgery time. Changed another one to complete the surgery. Additional information was requested.